Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the communicator power cord was partially melted. The patient thinks that the power outlet on the wall was the source of the partially melted communicator power cord. No one was hurt. A boston scientific company representative opted to replace the communicator and cellular adapter. No adverse patient effects were reported. The communicator is no longer in service.